Event description:
It was reported that the device did not function at the beginning of the procedure. When inspected, it was found that the batteries were corroded. The account had a back up to use to complete the case and there were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The battery packs have been returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.